Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl and bupivacaine via the implantable pump for spinal pain indications. The patient reported that they kept having trouble with their handset. Patient stated in the past when the doctor would do a fill of their pump, the handset was supposed to reset everything, so when they would hook up the communicator, it would connect 'pretty instantly.' But, patient stated now, it's taking longer and longer to connect to the pump, and now it takes 5-10 minutes to connect. Patient mentioned they called patient service previously and were told it was due to all the reports it had to generate, but now when they go to get a pump refill, 'it's like nothing is resetting,' 'so it continuously builds up and it takes longer and longer.' When agent inquired event date, patient stated 'I got a new handset, I don't know when, but ever since then, it's just continuously taking longer and longer,' and did not provide further information. Patient mentioned 'I went through and cleared the cache for all of the apps - I wasn't sure about the data, though, because I didn't want to mess anything up.' Agent assisted the patient in clearing data. Prior to clearing data, patient's data was 11.91 mb. Patient asked if they can clear data on their own and agent reviewed.